Event description:
It was reported that the arterial (external) leg was found to be fractured. The pt was brought to the or to have the catheter removed. In the or the venous leg was also found broken. The catheter was removed and another catheter was inserted successfully.